Manufacturer narrative:
Shaft of the screw remains in the pt. Investigation could not be completed, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.

Event description:
During a mandible debridement and placement of a reconstruction plate, the imf screw broke just below the shaft/head junction as the surgeon was attempting to tighten it. The surgeon retrieved the screw head and left the shaft in the pt and continued with the procedure.